Manufacturer narrative:
The complaint sample has not been returned to the manufacturer for evaluation. Additional event information and medical information were requested but not yet received. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported irritation in both eyes after wearing the lenses. Consumer claims cornea is damaged in one eye. Consumer visited a doctor for this event and was treated. Additional event information and medical information were requested but not yet received.

Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the testing performed were all within specification. The lot device history records were reviewed and confirmed that all global requirements were met. Additional event and medical information has been requested but not received. Based on all information, no causal factors can be determined and no conclusion can be drawn.